Event description:
It was reported that a 35-year old white hispanic female patient underwent breast reconstruction revision with a 550cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast deformity. As a result, the patient underwent breast implant removal and replacement with a 535cc mentor memorygel breast implant (catalog: shpx535 lot: 9638838 sn: (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 2, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 11.4 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On august 16, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient was also diagnosed with bilateral breast deformities and left breast implant rupture. The patient's implants were actually replaced bilaterally with the following: (right) 535cc mentor memorygel xtra breast implant catalog: shpx535 lot: 9638838 sn: (B)(6) and (left) 650cc mentor memorygel xtra breast implant catalog: shpx650 lot: 9583048 sn: (B)(6). Complications on the left breast will be reported under mrn: 1645337-2022-09754 this medwatch form is for the right breast prosthesis.